Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and two limb stent grafts. A follow up computed tomography revealed an unknown endoleak. The patient had an angiogram and the physician was still unable to confirm the type of endoleak. The physician elected to implant an additional bifurcated stent to seal the endoleak. The patient is reported to be in stable condition.

Manufacturer narrative:
A clinical evaluation, due to a lack of medical information, did not find substantial evidence to support the following reported events: unknown (or type iiia) endoleak, a secondary procedure to reline with a main body, or a tertiary procedure to place two additional limb extensions. No medical information was received after applying and exhausting due diligence to obtain patient health records. The clinical assessment, therefore, was based upon the reported event, cumulative knowledge informed by past assessments of similar complaints, and other non-medical information including, but not limited to: still photographs, videos, and sizing/case planning sheet/summary. A review of manufacturing lot information confirmed all devices met specifications prior to release. The device was not returned; therefore, sample evaluation was not completed. The most likely cause of the loss of seal could not be definitively determined. Corrected data: (B)(4).

Event description:
Additional information received; it was reported that on (B)(6) 2017 patient received a follow up CT showing an endoleak type iiia between the iliac extension and the left main body limb. The physician noticed that the left limb had tortuous anatomy. Two iliac extensions were placed on the left side to resolve the endoleak. Patient is reported to be stable post procedure.